Event description:
It was reported that the lead was showing an impedance decrease from 369 ohms to 276. After dft testing at 10 and 20j, went to external rescue. Delivered energy on 20j shock was 1.9j, with <20 ohms hv impedance. The lead was removed from service. No patient complications have been reported as result of this event.